Event description:
Based on attorney's initial report: on ni/ni/ni, the pt has been implanted with a defective hernia repair product and sustained injuries and damages. Based on a review of medical records provided by the pt's attorney: on (B)(6) 2003, reduction and repair of ventral hernia with placement of composix kugel mesh. On (B)(6) 2003, laparotomy, pulsavac irrigation of wound infection, removal of infected composix kugel mesh, repair of ventral hernia with sutures.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt developed an infection at some point after implant of the mesh. However, the medical records do not identify the mesh as the source of that infection. While the mesh was not stated as the source, the product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the reported event. Additionally, no sample has been returned for eval. We have contacted the initial reporter to obtain add'l info and to have the mesh returned. If add'l info is received, a supplemental MDR will be submitted.